Event description:
It was reported that video a14 pcb failed during carotid angioplasty procedure. This hardware failure caused the loss of the image in-room display on frontal plane. It was still available in the control room but not workable for the in-room neuroradiologist. The site finished the exam with the lateral plane. Upon completion of the exam, the site excluded use of the system for interventional procedures until the system was replaced. No injuries were reported.